Event description:
It was reported that during a lap cholecystectomy procedure, upon removing the pouch, the end of the bag ripped. The gallbladder was removed successfully, but the piece of the bag remained in the patient. A laparotomy was done in an attempt to retrieve the piece, it could not be located. The patient is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.